Event description:
It was reported that, during a laparoscopic myomectomy, the tip of the blade was broken when tried to grab the fibroid in a normal way. The blade was retrieved without any problems. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2026. D4 batch #: unknown. Additional information was requested and the following was obtained: ·it was mentioned that the blade was broken and retrieved. Is it correct in understanding that the broken pieces of the blade fell off inside the patient's body and were all removed? =>that's correct. Please tell us how the broken pieces were removed from the patient's body. (For example, the broken pieces were retrieved with forceps under laparoscopy.) =>the broken pieces were retrieved with forceps under laparoscopy. Was there any bleeding or tissue damage observed during this incident? (Please also let us know if any additional treatment was required.) =>no, there was no any bleeding or tissue damage. Will the broken pieces be sent with the returned device? Yes, the broken pieces will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026 d4 batch #: a97j9g. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and it was not returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Additionally, a photos was provided and they showed the condition of the reported event. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a97j9g, and no non-conformances were identified.